Event description:
The patient reported blood glucose results of 126 mg/dl with a lifescan meter and 174 mg/dl on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test stips, and control solution were replaced.